Manufacturer narrative:
(B)(4).

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: corrosion was found on the analyzer patient connection. Analyzer passed console tests but is unreliable due to the corrosion. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).